Manufacturer narrative:
Event date is approximate since unknown.

Event description:
It was reported via social media that a perforation occurred. A left atrial appendage (laa) closure procedure was attempted earlier this year. However, the watchman laa closure device did not attach to the patient's tissue, so it was not implanted. The patient came back for another laa closure procedure months later. During this procedure, a cardiac perforation occurred. Repair of the perforation was performed.